Event description:
A strong burning odor was observed coming from the back of the architect c4000 analyzer. The operator powered down the analyzer and service was dispatched. Service identified a split in the high concentration waste tubing which caused liquid to drip onto the signal connector for the cuvette washer. There was evidence of scorched areas around the signal connector. The tubing was repaired and all electrical connections were soldered appropriately. No fire or injury was reported.

Manufacturer narrative:
The abbott field service representative (fsr) observed that the high concentration waste tubing had split and liquid had dripped down on to the cuvette washer connector. The connector itself appeared charred and was determined to be the source of the burning smell. Field service replaced the high concentration waste tubing to resolve the source of the leak. A review of the risk reduction for safety hazards memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. A 12 month review of trending data for the architect c4000 peristaltic pump tubing, the cuvette washer c4, and the cnb18 to mixer cable did not identify any related trends or systemic issues. In addition, a 48 month review for similar architect c4000 complaints found no similar complaints associated with smoke / fire / evidence of fire related to these parts. No adverse trend or systemic issue was identified for the issue described in this complaint. The architect system operations manual provides adequate labeling with regard to electrical hazards, operator responsibility, and emergency shutdown. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).